Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received open and unused. The device was visually and functionally tested and the customer reported complaint was able to be confirmed. A partial occlusion was observed when attempting to fill the cuff with air. The probable cause is due to a manufacturing defect. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Event description:
It was reported that the customer tried to put air into the cuff, but it wouldn't inflate. This occurred before patient use/during priming at facility. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.